Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on which firing did this occur? During the first and unique firing. How much blood was lost (ml)? It was not possible to quantify, in addition to the blood lost from the suture line there was an additional site of lost did the patient require a blood transfusion? Yes. If yes, how many units were given? 1 unit. Did the post-operative care change based on the bleeding? No. What is the current status of the patient? Good. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the transection completed in one firing or multiple firings? The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an intervention at the low rectum procedure, the device fired clips that were not formed as intended. The anatomic section was not closed and consequently opened and there was bleeding. The procedure was completed by suturing manually. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.